Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of an outback cto catheter for a left sfa angioplasty procedure, there was resistance during removal, the tip separated from the catheter within the sheath so the sheath and cto device were removed together. The device will be returned for analysis. The physician was attempting to deliver the device up and over the aorto-iliac bifurcation and was intending to use the device to gain re-entry to the patient¿s true lumen of the left sfa. Upon advancing the wire position was lost and the physician needed to bring the device back out so that he could get his wire back into the proper position. Upon removal he felt some resistance but nothing too significant. The resistance then became more significant and he realized that the tip of the device had broken off from the catheter and was lodged in the balkin sheath. The physician tried to pull the device out of the sheath but it became evident that the piece was separating further and thus he decided to remove the device and sheath together. Another new sheath was immediately placed in the patient¿s artery and the procedure continued. The physician was able to successfully re-canulate the patient¿s artery without the need for a second device. The physician indicated there was nothing unusually noted about the patient¿s anatomy and it was noted that the bifurcation was not overly steep. A 45cm 6fr cook balkin sheath was used to support the delivery of device and it was noted that the initial delivery was not difficult. The broken parts were removed and the patient did not suffer any ill effects. One device will be returned. The tip of the outback broke off and was dislodged in the balkin sheath. The physician removed both the outback and balkin sheath together so that the broken tip would not be potentially dislodged into the patient¿s artery.

Manufacturer narrative:
The device was received. Preliminary evaluation indicates "distal tip detached and included. Needle protruding. " the completed evaluation of the device will be submitted within 30 days upon receipt.

Manufacturer narrative:
When an outback ltd re-entry catheter was being removed from a patient, the site reported having difficulty withdrawing the device. During this removal, the tip of the outback catheter separated while it was in the catheter sheath introducer (csi) and was removed along with the csi and with no reported patient injury or additional intervention. The event involved a patient undergoing endovascular treatment that included the use of an outback catheter for a target lesion in the patient¿s left superficial femoral artery. The site reported that the outback ltd catheter had been prepped in a straight configuration. The cannula needle was actuated and retracted smoothly during the prep. The needle was fully retracted within the catheter and the handle slide was locked in the proximal position before inserting it into the patient. The patient¿s vasculature was accessed via a contralateral approach with a 45cn non-cordis csi. A 0.014¿ non-cords guidewire may have been used to cross the lesion. No difficulty was experienced loading the outback catheter on the guidewire or during the initial advancement. During the advancement of the catheter over the aorto-iliac bifurcation, the guidewire position was lost. The bifurcation was described as ¿not overly steep¿. The physician withdrew the outback catheter (in order to re-cross the lesion with the guidewire) and experienced some resistance. When this resistance became more significant, he/she realized that the tip of the outback catheter had separated and was located within the non-cordis csi. When the physician attempted to pull the device out of the csi, he/she noted that the tip of the outback catheter was separating further. He/she then successfully removed the outback catheter with the distal tip and csi together as a unit. Access was immediately re-established with another csi and the procedure completed with no reported patient injury. One non sterile outback was received coiled inside of plastic bag. The body shaft had a separation 5cm from the distal end. No other anomalies were observed. Functional analysis could not be performed successfully due to the received product¿s condition. Sem analysis revealed that the separated area presented evidence of a plastic deformation resulting in elongations. These elongations suggest an application of a tensile force that induced the separation. In addition, exposed shaft wires revealed a plastic deformation that result in a surface type of cup and cone suggestive of an application of stress that exceeds the material yield strength or a tensile overload. No other anomalies found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿cto catheter system - withdrawal difficulty¿ event could not be evaluated due to the received (separated) condition of the returned catheter. The exact cause of the failure experienced by the customer could not be conclusively determined. The reported ¿catheter tip/distal tip - fractured-separated¿ event was confirmed based on the visual analysis. The exact cause of the separation could not be determined. However the results of the product analysis suggest that there may be procedural and/or handling factors may have contributed to these events. The product instructions for use (IFU) instructs the user to select a 0.014¿ guidewire from the list of recommended guidewires. These wires have been shown to be compatible with the outback ltd. Failure to use a recommended guidewire may result in damage to the guidewire or inability to withdraw the outback ltd over the guidewire. The IFU also instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported events. Based on the information available for review, there are procedural factors (possible use of a non-recommended 0/014¿ guidewire) may have contributed to the reported events; especially in light of the product analysis results. Neither the device history record review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position and during prep the cannula/needle did actuate smoothly. There was no difficulty retracting the cannula back into the catheter. It is unknown if there was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A .014 boston scientific guide wire may have been used in the procedure. There was no difficulty advancing the outback over the guidewire and no issue with loading the outback over the wire. Upon trying to remove outback it became increasingly difficult and it was then realized that the tip had broken off and was lodged in the cook 6fr 45cm balkin sheath. The cannula was retracted prior to catheter withdrawal. Patient demographics are unknown. Additional information is pending and will be submitted within 30 days upon receipt.